Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (50 mcg/ml at an unknown dose) via an implantable pump for an unknown indication for use. It was reported a connector collet issue occurred; the collet fell off one end of the catheter when being handed to the surgeon on (B)(6) 2019. The surgeon tied the catheter "the old way" and proceeded the procedure; the connector was sutured to the connector. The catheter was not replaced. No external factors were known. It was unknown if the issue resolved; the patient would be monitored to see if there was a lack of efficacy in therapy. The patient status was alive - no injury. Further complications were not reported. Additional information was received. It was stated it was hard to say if the patient displayed any signs of lack of therapy thought to be due to the collet issue, as they were still slowly titrating to effect and the patient was still on oral medication ("slow process"). The patient still did complain of postural headache which was not too unusual, but could indicate cerebrospinal fluid (csf) leak, but was too soon to be definitive.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified the collet was detached/missing from the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.